Event description:
General report received of an unspecified number of undocumented incidents of inadequate suction. Prior to patient use during testing of the devices, it was reported that suction was created but the maximum suction could not be reached. The customer contact indicated that the devices are "not intact and is thus drawing secondary air, ( a hiss could be heard), hence the maximum vacuum is not being achieved." Though requested, no additional information was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number (B) (4). The domestic list number, (B) (4), has a common device name of 80gcx and is 510k exempt. The information on reprocessing of the device was requested; however, no response has been received. (B) (4).